Event description:
Information was received from a patient and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown intrathecal medication at an unknown concentration/dose via an implanted pump for unknown indication for use. It was reported by the company representative that the patient was experiencing extreme headache, light sensitivity, nausea, and pain at the pump pocket site. No factors that may have led or contributed to the issue were reported. The hcp performed an ultrasound of the abdomen showing that there was fluid in the pump pocket on (B)(6) 2023. The hcp placed a j.p. Drain to relieve the fluid off of the pump and patient received relief from the pump site but the headache was worse now than before. The patient was sent home where the symptoms worsened and patient went into the emergency room where an MRI was done and a dura leak was diagnosed at the spine. The jp drain was then shut off at that time and removed. The hcp ordered a dye study on (B)(6) 2023 but it was not successful due to how much fluid was at the pump pocket so the hcp aborted the procedure. The hcp now plans to operate on (B)(6) 2023. The issue has yet to be resolved at the time of this report with the patient's status being, 'alive-no injury'. Patient's weight was asked but made unknown. Patient has a medical history of complex regional pain syndrome (crps).

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(6), implanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 31-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the cause of the dura leak was a catheter fracture. The symptoms of nausea, extreme headache, light sensitivity were due to the dura leak. The cause of the fluid at the pump site and reported pain at the pump site was due to the catheter fracture. The pump segment was replaced. The surgical intervention resolved the issue.